Event description:
Ous MDR - after an implantation time of about 1 month, an increased pacing threshold (4.2 @ 0.4) was reported. During the subsequent revision, the lead could not be placed in a new position and was explanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned electrode was extensively analyzed . During the investigation, the electrode was visually , electrically and mechanically checked .during this inspection showed no deviations from the technical specifications , which might be related to the clinical complaint . The electrode proved to be conform to specification and properly. In particular, the electrical resistance measurements showed no abnormalities .in summary, there was no evidence of material or manufacturing defects .